Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was partially available. Review of the system log file was showed geo ipc communication errors. Upon functional testing, the fse found a faulty pc. The fse replaced the geometry pc and loaded software. After which, the system was returned to use in good working order.

Event description:
It has been reported to philips that there was an error message on the allura xper fd10 system, that the geometry movement was partially available, and that the machine would not move. The system was in clinical use at the time of the event. No harm has been reported. The geometry pc was replaced and the system software was reloaded. Philips has started an investigation of the complaint.